Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time (CT) of 18.67 seconds, and battery voltage of 2.61v. Technical services (ts) discussed the mid-life display of replacement indicators advisory, device behavior, and elective replacement indicator (eri) cutoff and capacitor reformation frequencies. Additional information was provided that the device had reached eri. It was noted that the patient had heard beep tones; however, did not alert their clinic to the tones. There was concern that since the device was no longer beeping that therapy was not available. Ts discussed that since the device was interrogated by a boston scientific representative, and confirmed eri had been reached approximately two months ago, that beeping tones had likely been programmed off. Ts discussed the 3 month replacement window. The device replacement was scheduled for the near future. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.